Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported unknown side "would not hold fluid." Device was not implanted and discarded after surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6a, d6b, g1, h6.

Event description:
Healthcare professional reported right side "would not hold fluid." Device was not implanted and discarded after surgery.

Event description:
Healthcare professional reported, unknown side "would not hold fluid". Device was not implanted and discarded after surgery.

Manufacturer narrative:
Corrected data: d.6a., d.6b: device was not implanted/explanted.